Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were inserted. During deployment of the wds, the patient experienced st segment elevation. No air was visualized in the patient's vasculature or in any of the devices. No intervention was required and the st segment elevation self-resolved. The procedure was successfully completed.